Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that stimulation felt stronger because it was pushed against the seat by a seatbelt. The hcp stated the settings were off. The cause of feeling stimulation after the device was turned off was not determined. No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation was too high so they called 911 to help them reduce it. The patient noted that their hcp increased the voltage that morning. The patient did not recall what the settings were before the hcp adjusted it. The fire rescue person described the ¿poor communication¿ icon on screen when first turning on the patient programmer. They were instructed on how to get out of that screen and sync with the ins. The caller noted that the settings were on program 1 at 1.7 volts and they decreased it down to 1 volt. The patient reported that they still did notfeel relief. The caller stated that the patient had a program 2 at 2 volts and they were instructed to decrease it. Product services inquired if the patient noticed a difference in stimulation, and it was stated ¿her leg and they told her they can¿t do it sitting down.¿ the caller stated they decr eased it down to 1 volt. The patient stated that they wanted the stimulation turned off and after it was shut off they reported they could still feel it in their legs. Product services reviewed that they might experience residual effect until it would dissipate. The patient was redirected to follow-up with their healthcare professional. No further complications were reported. Follow-up was conducted.